Event description:
It was reported that at implant, the right ventricular lead was placed in over ten different positions but each placement measured high thresholds and impedance. The final placement resulted in acceptable measurements, however, a day later the lead was tested and once again showed high thresholds and impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were stretched, the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage and that the lead had been stretched so the inner tubing buckled preventing the helix from functioning properly.